Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 06/30/2018. Customer's test strips are being stored in the kitchen and opened vial date is unknown. Reviewed meter memory: 1:hi (B)(6) 2014 05:23:00 pm fasting:no; 2:hi (B)(6) 2014 05:24:00 pm fasting:no; 3:hi (B)(6) 2014 05:26:00 pm fasting:no; 4:hi (B)(6) 2014 05:36:00 pm fasting:no; 5:hi (B)(6) 2014 06:11:00 pm fasting:no. Memory concerns:customer is concern with all the hi that she received. Customer calling states that the meter is giving e-5 errors. While troubleshooting the meter customer mentions that a few months ago the meter was giving hi and she called her pharmacy and they told her to go to the hospital. Customer got to the hospital and her results were actually 615mg/dl. Meter time and date is not set correctly. Customer states that the hi happens back in (B)(6).

Manufacturer narrative:
(B)(4). Product returned, but evaluation is still in progress. Most likely underlying root cause of malfunction: user's test strip had poor storage

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified test strips expire 06/30/2018. Customer's test strips are being stored in the kitchen and opened vial date is unknown. Reviewed meter memory: (B)(4). Memory concerns:customer is concern with all the hi that she received. Customer calling states that the meter is giving e-5 errors. While troubleshooting the meter customer mentions that a few months ago the meter was giving hi and she called her pharmacy and they told her to go to the hospital. Customer got to the hospital and her results were actually 615mg/dl. Meter time and date is not set correctly. Customer states that the hi happens back in (B)(6).